Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus, and as a result, no medications could be removed from that drawer. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the drawer 2.1 failed. A field service engineer recovered the drawer and checked for debris and reseated the connections and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.